Manufacturer narrative:
It was confirmed that the device was not in clinical use and not providing therapy to the patient. The screen failure was detected while preparing or setting up the device for patient use. The report¿s findings from the repair were unknown as the third party had not repaired the device. The cause of the screen failure was unknown.

Event description:
The customer reported that ¿when rescuing the patient, you can hear the ventilator working after long pressing the start button, but the screen is not on¿. The potential safety impact was noted as delayed in rescue treatment. This case involves a patient of unknown age and gender who was prescribed v60 ventilator (unspecified settings, circuit, configurations, interface). Relevant medical history, concurrent medications and medical therapies were not reported. On (B)(6) 2022, it was reported that even when the ventilator was turned on and operational (described as ¿heard working¿), the screen would not turn on. As a result, there was a delay in the rescue treatment. It was unknown if the device was in clinical use at the time of the event. No other clinical details were provided.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
After safety review, the complaint is downgraded from a serious injury to a product problem type of complaint. Although there was a delay in rescue treatment, there was no injury incurred. The customer indicated that the issue was specific to a screen failure. The device is being repaired by a third party and is pending completion. Additional information will be submitted if new information is received.